Manufacturer narrative:
Complainant device is not expected to be returned for manufacturer review/investigation. Initial reported is a j&j sales representative. Based on the inspection by the local technician did: 511.115 - drill connection part is damaged. The complaint is therefore rated as confirmed. Product was not returned to the analysis site because the customer requested the device back, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the torque limiter is difficult to connect and remove compared with other device. There were no patient and procedure involvement. Thick complaint is for one (1) handle w/quick-coupling. Concomitant device: torque limiter 1.5nm f/compact air drive (part #: 511.115, lot #: 2299305). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: part number: 311.431, lot number: 2249887, manufacturing site: bettlach, release to warehouse date: 08. Feb. 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the inspection by the local technician did: 311.431 - connection part is damaged. The complaint is therefore rated as confirmed. Product was not returned to the analysis site because the customer requested the device back, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.